Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no delivery. Customer¿s blood glucose was 260 mg/dl. Customer performed troubleshooting for no delivery, after that insulin exited but no delivery alarm occurred again. Customer also alarmed for no reservoir detected. Customer stated that they were able to assemble a new infusion set and reservoir. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, no anomaly during testing noted.